Event description:
Procedure performed: na. When the product was opened, it was discovered the bag was missing. Limited information was available at the time of reporting. Additional information was received via email on 04dec2018 from applied medical implementation specialist "packaging was opened and before being deployed it was observed there was no bag inside the deployment wand. It was not entered into the patient and it is not contaminated." Patient status: patient not involved, no injury. Type of intervention: na.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation without the tissue bag and cord loop. Engineering has reviewed the details surrounding the event and the event unit. At this time, applied medical is unable to confirm that the product was distributed to the customer without the tissue bag. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: na. When the product was opened, it was discovered the bag was missing. Limited information was available at the time of reporting. Additional information was received via email on 04dec2018 from applied medical implementation specialist: "packaging was opened and before being deployed it was observed there was no bag inside the deployment wand. It was not entered into the patient and it is not contaminated." Patient status: patient not involved, no injury. Type of intervention: na.